Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk powerline chronic catheter allegedly broke. This information was received from one source. The malfunction involved patient with no known impact to the patient. Age, sex and weight of the patient were not provided.

Manufacturer narrative:
H10: the lot number for the device was not provided and a lot history review was not performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigating is inconclusive for reported clamp break. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided and a lot history review will be performed. No sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk powerline chronic catheter allegedly broke. This information was received from one source. The malfunction involved patient with no known impact to the patient. Age, sex and weight of the patient were not provided.